Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal with concentration 500 mcg at a dose rate of 126 mcg via an implantable pump for intractable spasticity. It was reported that the patient¿s medical history included spasticity. The patient also had a prior history of seizures. The patient had their pump replaced previously in february regarding elective replacement indicator (eri). At that time, the catheter aspirated freely through the catheter access port (cap)both pre and post pump exchange. It was further reported that on (B)(6) 2020 the patient experienced withdrawal. She experienced a return to baseline, itchiness, and had a seizure. The patient was admitted urgently to ICU yesterday ((B)(6) 2020). The only studies performed that the company representative were aware of was images and bloodwork. Environmental/external/patient factors that may have led or contributed to the issue was unknown, but it was further noted that the patient failed to show up for her post op after the previous pump replacement in february. The patient had also had an extreme weight gain since the initial catheter placement. Due to the symptoms being so close to the replacement of the pump, the physician thought it was best to bring the patient to the or immediately. Once the pump pocket was opened yesterday, the catheter was found to be securely attached to the pump but was unable to be aspirated. A new catheter was placed and was freely aspirated through the cap upon final connection of the catheter to the pump. The old catheter was noted as having remained implanted and out of service. The issue was resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.